Event description:
The pump contained morphine. Approx 3 years ago, the pump was refilled with hydromorphone and the pump dose was not changed. The pt experienced a change in therapy effect and "almost didn't make it." The pt recovered without permanent effects.

Manufacturer narrative:
(B)(4).